Event description:
On (B)(6) 2017, a reporter for the patient (the patient¿s husband), contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultramini meter displayed inaccurately high results compared to other meters. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call by medical surveillance. The reporter stated that his wife has two onetouch ultramini meters, one of which they trust and one they do not. He stated that on the evening of (B)(6) 2017, his wife had tested her blood glucose level using the ¿trusted¿ meter and obtained results of ¿247 mg/dl¿ at 10:30pm and ¿223 mg/dl¿ at 11:30pm. The patient manages her diabetes with lantus insulin (self-adjuster). The reporter stated that the patient had taken lantus insulin based on meter readings onb the trusted meter and went to be at 2:30am. The reporter stated that he woke up to find his wife ¿unconscious and in seizure¿. He reported that the emergency medical services (ems) were called and an alleged inaccurately high blood glucose result of ¿38 mg/dl¿ was obtained on the subject meter compared to ¿low, below 20 mg/dl¿ on the ems meter. The reporter stated that the patient received a glucagon injection from ems to treat her symptoms at 8:30am on (B)(6) 2017. He indicated that after the paramedics left, his wife obtained an alleged inaccurately high blood glucose result with the subject meter of ¿484 mg/dl¿ compared to ¿462 mg/dl¿ on the trusted meter, at 10:30am. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The patient/reporter did not have control solution to test the meter and test strips. Replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event, i.e. Unconscious and seizures requiring ems intervention, while using the subject meter.